Manufacturer narrative:
This report was filed by the manufacturer.

Event description:
The customer reported the IV administration set leaked. Thirty minutes after starting a levophed infusion, the nurse noted a puddle of fluid on the floor, the bag of levophed empty and a hole in the IV tubing. No patient harm reported and no other patient or event details available. The IV administration set was received. The investigation is ongoing. A follow up report will be filed upon completion of the investigation.